Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that when using the trajectory 1 and 2 views, the views would randomly flip flop. It was also noted that in the trajectory 1 view, the site was unable to see the instrument when navigating. The site was only able to see the cross hairs and a green dot. This had only happened towards the end of the case. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: the procedure was completed with navigation, no complications or issues with patient. Instrumentation was placed properly.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturing representative had manually changed the views on the navigation system to be able to complete the procedure with navigation. No interbody instruments were used during the case. The issue occurred with a straight attachment and lumbar probe instruments.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.